Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual complaint device was returned to the manufacturer for physical evaluation. As the sample was being disinfected and prepared for analysis, a leak was found in the film of the cassette. The sample was closely inspected and a hole was found in the film. Since the lot number of product involved is unknown, a search was performed on the lots delivered to the patient. The device history records [DHR] of potential related lots were reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved was released meeting specifications. The reported event was confirmed during sample evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 4 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid did come in contact with cycler. A new cycler was issued. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event occurred during the patient's first day of training. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, ceftazadime (2 grams, intraperitoneal, one day) and vancomyacin (2 grams, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is currently being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient was able to complete peritoneal dialysis treatment on the patient's cycler with new supplies. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set and old cycler are available to be returned to the manufacturers for physical evaluation.